Event description:
Device failure / user error took place in another country. Two healthcare facilities reported a problem in harvesting biopsy specimens using the trocabone biopsy punch for bone marrow biopsy. The ejector did not throw out the specimen smoothly.

Manufacturer narrative:
Additional model #: 1145- 1e010. Add'l lot #: 720. No specific corrective action due to mitigative prevention of hazards is assigned to this report. A review of the device history record and the raw material history files for the reported batch showed no recorded quality problems or rejections related to this incident. No patient or third person was harmed nor endangered.